Manufacturer narrative:
The reported blood loss has been attributed to operator error. The user's guide includes adequate instructions for troubleshooting air alarms and removal of air. The exact cause of the reported alarms is not known. There were no similar problems on subsequent treatments. The event was reviewed with facility staff who reported that the patient has been experiencing vascular access flow problems which is a most likely source of the air. There is no evidence to suggest that a device malfunction occurred. A direct correlation between the system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, venous air alarms occurred that could not be resolved. During attempts to manually remove air from the cartridge, the operator inadvertently injected additional air into the cartridge. Treatment was then discontinued without rinseback of the patient's blood resulting in an estimated blood loss of 190cc. No medical intervention was required.